Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the proximal end of the penumbra system 5max ace reperfusion catheter (5max ace) was kinked by the hub upon removal from its packaging. The damaged 5max ace was found prior to use and was not used in the procedure. The procedure was successfully completed using a new 5max ace.

Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was kinked approximately 1.2 cm and 33.0 cm from the hub. The strain relief was unwound by the penumbra investigator, and the 5max ace was revealed to be fractured. There was blood inside the catheter. Conclusions: evaluation of the returned device revealed that there was blood inside the 5max ace, suggesting the 5max ace was used in the patient. Further evaluation of the 5max ace revealed that it was fractured underneath the strain relief. This type of damage typically occurs due to improper handling during use. If the 5max ace is manipulated forcefully at extreme angles, damage such as this may occur. These devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.